Manufacturer narrative:
The pump passed the functional testing, including the operating currents measurement, self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No unexpected flickering display or display anomaly noted. The pump was monitored for several days and no blank display anomaly was noted. No damage was found on the lcd isolation tape. The pump had a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the display window and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's father called to report that the display would flicker on and off, and that a low suspend alarm occurred. The customer's blood glucose reading was 4.8 mmol/l. The insulin pump was replaced and will be returned for analysis.